Event description:
It was reported the patient experienced a burning sensation. The patient had made some adjustments, but was not sure if they were doing it correctly. It was indicated the patient was currently on program 4 at 4.5v. When the patient would stand the implantable neurostimulator would get ¿hot¿ and uncomfortable. It felt like a pressure, burning sensation when increased to 5v. This sensation began the day of the call when the patient was making adjustments. When the patient was sitting, they did not feel stimulation. With stimulation decreased to 4.2v, the burning pressure was resolved. Information received about two weeks later indicated the patient had received assistance from their doctor or manufacturer representative and some of their concerns were resolved, but they still had other concerns. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-33, lot# v973753, implanted: 2012-(B)(6), product type lead. (B)(4).